Manufacturer narrative:
H3, h6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient had a hematoma around the pump of the artificial urinary sphincter (aus) implant device causing use difficulty. However, it was reported that the device had no device issues. The physician removed the device, and the patient was expected to fully recover after the surgery. There was no further complication reported.

Event description:
It was reported that the patient had a hematoma around the artificial urinary sphincter (aus) pump causing difficulty with using the device. There was no device issue with the aus implant device. The physician removed the device through surgery, and there was no further complication reported.

Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review was confirmed that the event of hematoma was defined in the product risk documentation.